Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8334984. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time. No CAPA - based on an evaluation of severity and frequency, no corrective action was performed to since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in leaked. The following information was provided by the initial reporter: when performing puncture on the patient, it was observed that the extension of the patient is leaking, it is not possible to leave the same and for this reason it is necessary to have a new puncture.